Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter. Based on the information provided, this case is being reported as an adverse event. Patient was using expired test strips and had been cleaning the meter incorrectly. Patient tested on their meter and obtained a 25 and a 30mg/dl. Patient was experiencing symptoms, which consisted of blurry vision. Patient ate food and/or drank beverage. Patient was taken to the hospital where their blood glucose was 290mg/dl on the hospital meter. Patient was unwilling/unable to answer whether they received any treatment from the hospital.